Event description:
The customer reported via phone call that the battery was not lasting long on the insulin pump. Customer stated the battery would have to be replaced every two days. Customer also reported they did not receive any alarms prior to the battery dying. Customer's blood glucose was unknown at the time of incident. The customer's alarm history showed a signal too low alarm, battery out limit alarm, and several displayable history check failed on startup alarms occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programed and monitor for 24hrs. No unexpected restart alarm noted. The insulin pump passed self-test, error test and displacement test. No alarm noted during test; however several alarms noted in alarm history file. The insulin pump alarmed due to corrupted history file. No low battery alert noted. All operating currents are within specification. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd.